Manufacturer narrative:
The patient tripped on the vest and tubing while using her walker and fell. The patient was taken to the hospital via ambulance where it was discovered that she broke some ribs. The patient is unable to use the vest device at this time. The account made no allegation of the vest malfunctioning. Based on this information, no further action is required. This is a serious injury per FDA definition.

Event description:
Hill-rom received a report from the account stating the patient tripped over the vest hoses and broke some ribs. The device was located at the account. There was patient/user injury reported. This report was filed in our complaint handling system as (B)(4).